Event description:
It was reported that the patient with the pacemaker, this right atrial (ra) lead and a right ventricular (rv) lead reported chest pain around the device site. Also, alerts for out-of-range (ocr) pacing impedances were triggered for both ra and rv channels. A lead safety switch was activated for the oor values in this ra lead. Unstable pacing impedances were observed on the rv lead. A spring contact situation was suspected; therefore, it was recommended to use spilt unipolar pacing and bipolar sensing on both leads. Regarding the chest pain the physician mentioned it was not device related. The patient is paced at max output. The pacemaker, ra and rv leads remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).